Event description:
During the implant procedure, the patient experienced bleeding. Physician nicked the interior jugular when dissecting. Physician applied direct pressure till bleeding stopped. This resolved the issue.